Manufacturer narrative:
Device is not available for investigation. Additional information has been requested and if received will be provided on a supplemental report.

Event description:
Per raised with minimal information: it was alleged in a letter sent by (B) (6) and signed by the surgeon, that the s2 nails get deformed especially with young patients that underwent s2 nail implantation surgery. The surgeon alleged that at the hospital (B) (6) during the surgery, the nail is retrieved on a femoral fracture.